Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent high blood glucose despite announcing meals, with subsequent information indicating hyperglycemia following suspected infusion set issues and consumption of large meals before the system adapted. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond supply replacement, and no hospitalization. Investigation included customer communication and case review. Investigation of this case revealed user-reported infusion set problems and use conditions that could contribute to elevated glucose, with no device alarms reported. It was concluded that the cause of the hyperglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.